Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges the valves on the device are leaking. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and 3 similar complaints for this lot number were identified.